Event description:
The initial reporter received questionable results for several assays for patient samples tested on the cobas pro c 503 analytical unit. The reporter stated that this is a recurrence of an issue with the analyzer. The discrepancy was noted in the ldhi2 lactate dehydrogenase acc. To ifcc ver.2 assay results. The initial result was not reported outside of the laboratory. The initial result was 469 with a repeat result of 274. The unit of measurement was not provided. The reagent lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and noted that the issue was caused by a deteriorated reagent probe. He then replaced this part. He performed performance checks, reproducibility tests, and calibrations with acceptable results. The investigation determined the service actions resolved the issue.